Event description:
In 2009, the patient reported there appears to be liquid inside the cartridge chamber of her infusion device. She said she changed her cartridge yesterday, and dropped the cartridge on the floor before she placed it into her device. To troubleshoot, the patient was instructed to disconnect from her device and remove the cartridge. She did so and stated there was a "couple of drops" of insulin in the cartridge chamber. She was instructed to dry out the chamber with a cotton swab and allow her device to dry for 24 hours. She was assisted with switching to and setting up her backup infusion device. She stated she does not attach the adapter and tubing to the cartridge prior to inserting it into her device and does not adjust the piston rod. The proper procedure to change the cartridge was reviewed with the patient. On follow up with the patient at about 2 weeks later, she stated her primary device is completely dry and she has switched back to it. She stated that "everything's working fine." No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.